Event description:
Customer reported she was currently in the hospital due to high blood glucose. Customer stated that she was in the intensive care unit. She had not changed the infusion set in 6 or 7 days and was having high blood glucose and fell. She was taken to the hospital by the ambulance. Customer stated that she experienced low blood glucose the next day after changing the set. Customer did change the set prior to the call. Blood glucose value at the time of admission was 262 mg/dl. Customer is on anti depressants and seems like she took a weeks worth of medicines and she was confused. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.